Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 381112 and lot number 4257579. The review did not reveal any abnormalities detected during the production process that could have contributed to the reported defect, and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality team. Through examination of the sample, the catheter was observed bent. Slightly above the junction between the catheter and the adapter, there appears to be a small hole in the catheter. This damage may have been caused by the catheter twisting during use and/or the catheter may have encountered resistance when removed from the cannula, possibly due to the core not being rotated to release the catheter from the cannula, causing the product to be re-cannulated during insertion. As per the instructions for use, in the catheter removal step: ¿6. While holding the grip (4), rotate the catheter core (2) to release the catheter from the needle. Ensure that the catheter tip is positioned behind the needle bevel and that the bevel is facing upward.¿ this is the first report received for this type of defect on material 381112 and lot 4257579. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about catheter breakage. When the vascular puncture was performed as usual, blood leaked out from the joint between the white catheter and the yellow tip, end point of the hub. After removing the catheter, the leakage was confirmed when saline was passed through the catheter.